Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Excessive charge time alert identified. Alert occurred on (B)(6) 2015. Device went to end of service (eos) on (B)(6) 2015 due to the long charge time. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an excessive charge time which triggered end of service (eos) status. The device remains in use. No patient complications have been reported as a result of this event.